Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no failed drawers. A field service engineer (fse) reviewed the remote support service (rss) 10,000 error code and identified that the enhanced half height drawer 4.2 was repeatedly failing. The fse reseated and inspected all cables in drawers 4.1 and 4.2 and checked all slide bumpers. After these actions, normal operation was restored. The system functioned as intended after the field service engineer repaired the device.